Event description:
It was reported by claimant's counsel that the patient underwent right tha on (B)(6) 2017 and was implanted with an lfit v40 femoral head and a accolade ii hip stem. She was revised on (B)(6) 2022 due to alleged metallosis and trunnionosis.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.